Manufacturer narrative:
Gore® excluder® aaa endoprosthesis - stent graft contralateral leg - sn (B)(4). Device remains implanted and is not available for evaluation. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient presented on (B)(6) 2016 with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2022, the patient presented with complete thrombosis of the contralateral leg endoprosthesis (plc141200) up to the internal bifurcation of the trunk - ipsilateral leg endoprosthesis (rlt231416) and partial thrombosis of the ipsilateral leg of the rlt231416. Additionally, some thrombus formation above the bifurcation of the rlt231416 was noted. A reintervention to reline the ipsilateral leg on the patients right was planned for (B)(6) 2022. The patients left will not be treated.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The images confirm thrombosis of the left limb from the flow divider of the device to the distal end of the left common iliac. The left external iliac appears to be patent (the left limb is described in manufacturer reference no. (B)(4), your reference no. (B)(4). The right limb has partial thrombosis. There is no thrombosis visible on the (B)(6) 2018 CT.